Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lavh procedure, the top jaw of a nslg2s35a came off of the device. The top jaw fell into the patient, but was retrieved through a trocar. The procedure was completed using another nslg2s35a and there were no consequences to the patient.